Event description:
While attempting to treat a patient the device made a loud pop sound and then shut down. The users were not clear which mode the device was in when it powered down. The clinician obtained another device to continue treating the patient. The patient subsequently expired.